Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware parts. The fse replaced the mix motor, solenoid valve, r syringe, sample probe and roller tube to resolve the issue. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneous ise (ion selective electrode) results from their au680 analyser. The results were not released from the laboratory; thus, no change to patient treatment occurred. There were no reports of qc (quality control) or calibration issues as a result of this incident. The customer was unwilling to provide any data or examples of the erroneous results.